Manufacturer narrative:
Sensor (B)(6) was returned and an investigation was performed. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). No failure modes were observed upon visual inspection of the plug assembly. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information - section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to (B)(4).

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre sensor after 3 days of wear. As a result, the customer was unable to monitor their glucose levels and subsequently experienced a loss of consciousness. The customer was treated with 1 mg glucagon injection and 1 piece of sugar by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre sensor after 3 days of wear. As a result, the customer was unable to monitor their glucose levels and subsequently experienced a loss of consciousness. The customer was treated with 1 mg glucagon injection and 1 piece of sugar by a third-party. There was no report of death or permanent injury associated with this event.